Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The most likely cause for the reported prosthesis wear is a combination of the risk factors such as use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential). However, this cannot be confirmed as the devices were not returned for evaluation, and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
H3: the reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A review of manufacturing data was unable to be performed as the lot information of the product involved in the event was not available. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that this patient's hip needs a revision. Patient stated he felt a lot of pain in the groin of his right hip and made a clicking noise every time he bent over. And according to the surgeon's report: "after performing x-rays and CT, a severe wear of the polyethylene insert was observed in its upper part, almost reaching the point of contact between the femoral head and the metal cup. In addition, the sinking and mobilization of the femoral stem with areas of osteolysis was observed, possibly related to a disease of the particles due to the wear of polyethylene. Wear of the polyethylene insert in its upper part was also observed in the left hip, with asymmetry in the positioning of the femoral head within the polyethylene." This report indicates that the solution to the serious problem would be the replacement of the polyethylene insert and the femoral stem in the right hip and the replacement of the polyethylene insert in the left hip. Currently, the patient is undergoing treatment analgesics prescribed by his family doctor for pain and referred to the traumatology specialist for possible surgery.

Event description:
It was reported that the patient underwent an initial total hip replacement on the left side. Subsequently, the patient experienced wear of the polyethylene insert in its upper part with asymmetry in the positioning of the femoral head within the polyethylene. As a result, approximately 3 years and 7 months post-surgery, is undergoing treatment with analgesics prescribed by his family doctor for pain and referred to a traumatology specialist for recommended replacement of the polyethylene insert.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information.